Manufacturer narrative:
Battery was almost 7 years old- IFU instructs user to change battery every 2 years. The overall device had never been back to the factory for annual calibration or 2-year pm since 2008. Battery could not hold a charge.

Event description:
Transport ventilator "turns off while on patients" with alarms sounding. No details on any specific incidents provided by user, and there were no patient injuries. Device was run on battery power.